Manufacturer narrative:
Customer did not report results and product information until 2/25/2022 mesa continues to track, trend, CAPA assigned, and react to customer complaints. No adverse event occurred. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.

Event description:
Patient believes the corrected results are false. Patient is symptomatic, but all of the family members have tested negative since being sick together. Information reported by user is being reported as required by 21 cfr 803.